Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked housing and cloudy lens. Review of the event history log (ehl) showed multiple no disposable and high pressure" alarms. The pump was turned, and the device alarmed during the functional testing. Although the reported issue of the constant beeping was not duplicated, multiple no disposable and high pressure messages were noted in the event history that could cause the continuous alarm. As a result, the downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was constant beeping. No adverse patient effects were reported by the customer.